Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The insulin pump was unable to perform the displacement test and verify operating currents due to blank display. The insulin pump received with corroded battery tube, cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.